Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown stem. (B)(6). The investigation is still in process. Once the investigation is complete a follow up report will be submitted. Multiple MDR reports were filed for this event. Please see associated reports:0001822565-2017-05378.

Event description:
It was reported that a patient was revised due to loosening. Attempts have been made and no further information is available at this time.